Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and healthcare provider regarding a patient who was receiving drug, unknown via an implantable pump for spinal pain. It was reported that an orange tint was observed in the normal saline pulled out of pump at first refill. There was no environmental/external/patient factors that may have led or contributed to the issue noted. The fluid was sent off for cultures and sensitivity. The pump was washed out 3 times with pf saline before filling the pump. They were awaiting lab results for orange tint to saline. It was noted to be too orange colored to be blood. It was unknown if the issue resolved.